Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced new pain unrelated to baseline, an impedance issue, low impedance or short, increased pain at the battery site, increased pain at the low back, and a loss of efficacy of therapy. The patient reported having a fall last month, which contributed to the increased pain and loss of therapy efficacy. Scs interrogation report from (B)(6) 2025. Electrode # 5 @ 804 electrode # 6 @ 821 electrode # 8 @ 811 electrode # 8 @ 821. The device was successfully reprogrammed around the impedances. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.